Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant malpositioning, placing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient complained of radicular pain following the procedure. The surgeon determined that the cranial positioned implant had breached the s1 neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the breaching implant. The status of the patient following the revision procedure is not known.